Event description:
Patient had come to the facility for rehabilitation for a broken hip. Patient states they were leaning forward in their wheelchair to reach for their nightgown and leaned on foot of bed. Footboard moved and resident slipped off edge of wheelchair and to their knees. No witness to the adverse event. Facility administrator stated that patient sustained a fracture of the hip.